Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 cubie with medication inside was not giving a device not detected on bus error. There was a physical cubie installed, but it was not appearing in the system, and we were unable to pop the pocket to retrieve the medication, which located on pt7 west main. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer reported no faults upon arrival. In the storage space configuration, drawer 4.1 showed a cubie in position e1 displayed as e0 256, e4, and a blank space where a 1x2 cubie was installed. The fse powered off the station and reseated the row board connectors for the drawer. The hardware testing application shows that cubies in 4.1 failed as e1, e4 & e256. The customer was instructed to remove a medication from each cubie, after which the cubie was released. The customer then completed the inventory of medication in position e5 successfully. The system functioned as intended after the field service engineer repaired the device.